Manufacturer narrative:
The customer reported a leaking lipid filter and returned one used sample of material 20129e, lot 24089016. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water and the leak was verified. The samples were then forwarded to the supplier of the filter. The supplier was able to put the filters through a process to reset the filter to status before any medications or infusions took place, and then re-tested. After this process, the filter no longer had a leak. The potential root cause is the drugs/solutions used in the filter. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material # 20129e, batch # 24089016. It was reported by customer that 20129e, leaking at the lipid filter. Verbatim: rcc received a complaint via email. Email(s) attached. I have a defective tubing, item 20129e lot (10)24089016, leaking at the lipid filter, I have the product if you want me to send it to you. Additional information received on 15nov. 1. Can you please provide an exact date of event in mm-dd-yyyy format? 11/12. 2. What was the impact to the patient? Tubing had to be changed and central line was potentially open to contamination. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details no. 4. What was the medication/fluid in use at the time of the event? Lipids 5. Was this a chemotherapy drug? No.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 20129e; batch # 24089016. It was reported by customer that 20129e, leaking at the lipid filter.